Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 424 mg/dl. Customer stated that the insulin pump had insulin flow blocked alarm during basal. Assisted customer in performing a 5.0 unit manual prime. The insulin did not exit. Customer was assisted with infusion set change and manual prime. Customer stated that insulin did exists after infusion set change and insulin pump did not alarmed. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.